Event description:
Information was received indicating that this ambulatory infusion pump exhibited an "occlusion too high" message. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd cadd-prizm vip system was returned for analysis in good condition. The customer's reported problem was "occlusion too high". Inspection of the pump's event log showed evidence of the reported problem. Inspected the pump and performed psi test - unable to duplicate stated problem. Attached cassette and performed functional test. No high pressure alarm occurred. The device was found to be operating within specification. However, due to numbers of high pressure in the event log, the downstream occlusion sensor was replaced as preventative maintenance.